Manufacturer narrative:
(B)(4). The customer reported that smoke/odor coming from a digitrak xt holter recorder caused a pt to have a burning sensation in her eyes. Based on the customers problem description this will be considered a reportable event. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that smoke/odor coming from a digitrak xt holter recorder caused a pt to have a burning sensation in her eyes.